Manufacturer narrative:
On 8/17/2020, mentor became aware that this complaint has been identified as a duplicate of ip-00940430 and ip-00940436. This file has been updated to contain all of the most current and correct information, and final reporting / documentation of this event will take place in this complaint. On 8/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The left breast implant was intact. The patient was diagnosed with bilateral hypomastia and breast asymmetry. Reason for device explant and / or reoperation: breast asymmetry due to the right side deflation and generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor siltex round moderate profile 350cc and experienced bilateral deflation. The patient experienced issues with implants of unspecified type and breast pain. As a result, the patient had undergone removal and replacements with mentor smooth round moderate plus profile 350cc on (B)(6) 2020. This medwatch is for the left breast implant.